Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that at the end of the procedure while the physician was removing the intracardiac echocardiography (ice) catheter, it was noted that there was an effusion present. They confirmed that the physician usually checks for effusion as part of their workflow. Pericardiocentesis was performed and 1150 ml of fluid was removed. The patient stayed overnight for observation and the caller stated that the patient was "doing fine now". Additional information was received. The adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure. Outcome of the adverse event was improved upon patient leaving room. Unknown whether condition worsened later. Patient stayed at least overnight for monitoring. Transseptal puncture was performed with a baylis nrg transseptal needle ; 98 cm ; ref: nrg-e-hf-98-c1 ; sn: (B)(6); lot: 73394; reprocessed by innovative health. Prior to noting the cardiac tamponade, ablation was performed. There was evidence of a steam pop. The event was noticed in post-ablation phase, while removing catheters. Smart touch sf irrigation settings was used. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag were used. Visitag module was used, parameters for stability used was max distance change = 3mm; minimum time = 3 sec ;force over time = 25. Minimum force = 3 g. Tag index was used. The adverse event was assessed as a MDR reportable serious injury. The steam pop was assessed as non MDR reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31060699l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).